Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 1. To further reduce mr, an nt clip was inserted and deployed. However, after deployment, a leaflet tear was observed between the two implanted clip, causing mr to increase to a grade of 3. To treat the tear, a vascular plug was placed between the two clips. Mr returned to a grade of 1 and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.